Event description:
It was reported that during a balloon angioplasty procedure a balloon rupture occurred. The target lesion was unknown. The 2.0 x 12mm nc quantum apex mr balloon catheter was attempted to be inflated and would not inflate; "acted as if there was a hole in the balloon as if it had ruptured". The device was removed and another 2.0 x 12mm nc quantum apex mr balloon catheter completed the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).